Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel near the venous anastomosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon was initially inflated to 8 atmospheres for 30 seconds. However, upon second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problems, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.